Event description:
The patient contacted animas on (B)(6) 2013 reporting that she has been having high blood glucose (bg) levels for the past 2.5 to 3 weeks. She stated that her bg has not been level since (B)(6) 2013. She stated that today her bg after lunch was 523mg/dl with extreme thirst, moderate head pressure and lethargy. The patient denied any site issues when site was changed today, no leakage of insulin, cannula was straight and no blood. Site had been last changed last night with no issues noted then either. The patient stated that she uses mostly normal boluses, occasionally will use ezbg. The patient stated that the got the current pump in january and she is not certain that she set it up correctly. Customer support (cs) explained the meaning of the ratios, bg target and range, and insulin on board (iob). Cs advised the patient for the need to call her healthcare professional (hcp) to determine what the settings should be. Cs instructed patient that the pump cannot give correct doses if the math is not done correctly. The patient agreed to call her hcp and felt that this was the issue. The patient stated there is no need to review the pump but the patient denied any alarms casing any issues. The patient also mentioned that the pump time was 527pm when it was 627pm pst. The patient stated that she did not change the time for daylight savings time. This report is being made due to the patient's alleged hyperglycemic event due to the patient not counting carbohydrates and dosing correctly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient not counting carbohydrates and dosing correctly).

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: the black box began on (B)(6) 2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.